Event description:
It is reported that a customer was missing partial segments on the display screen of their insulin pump. The patient's blood glucose level was unknown at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.